Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: difficult to deflate/difficult to remove. It was reported that the procedure involved treating restenosis of another company's stent in the diagonal. The stent was predilated with another company's balloon, and then with a cutting balloon. The promus stent was delivered inside the restenosed stent, and once it was deployed, the balloon would not deflate and could not be removed. The promus balloon was inflated several times, pushing forward and twisting. Then a second wire was advanced past the balloon, and another company's 1.5 balloon was inflated to try and pull the promus balloon out of the stent. There was still resistance felt. Everything was pulled out as a unit and it then came out; however, this resulted in a spiral dissection in the left anterior descending and the diagonal. The pt received four stents to treat the dissection. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results code -product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood on the entire length of the shaft. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There was no damage noted to the sds. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to measure the deflation time of the balloon from rated burst pressure, 16 atm. This met mfg criteria. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.